Manufacturer narrative:
(B)(6). Device lot number is unknown as it was not provided. Device expiration date is unknown as lot number was not provided. Unique identifier is unknown as lot number was not provided. (B)(4). Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. Device manufacturer date is unknown as lot no was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported during procedure and while laser was firing a suction break occurred. Surgeon was able to continued and completed the raster firing. When flap was done surgeon confirmed there was an incomplete side cut. Surgeon decided to use a knife and scissors to open the side cut. During this process the flap tore (a little). It was reported surgeon evaluated the (raster) bed-side and found no problem and therefore the excimer laser firing was implemented and finished. According to the surgeon, there was a little epithelial defect at one day after operation. However, it has already recovered without treatment and patient had good eye sight (good outcome). Before operation: lv f0.03 i1.5 s -8.25 dc -0.5 da x 170. Idesign totalcorrection: lv fs -9.04 dc -0.47 da x 7. One (1) day post operation: lv f1.2 i1.5 s -0.25 dc-0.5 da x 180.